Event description:
The customer's most recent glucose reading was below 300mg/dl, and he has treated with the insulin pump and an insulin drip. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer stated that he had bent cannulas often, and he has been using his abdomen for several years, which would affect absorption. Advised the customer that sometimes the insulin pump settings needs to be adjusted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.